Event description:
In 11/2000, co learned the following: the graft was implanted to repair a perforated descending aortic aneurysm in a pt with lung defects, approximately 1500mls to 2000mls of blood were through the puncture channels (sutures), post-operative drainage loss was 1050mls, suture material was 4-0 prolene, the clinical outcome of the procedure was good, the pt's post-operative condition was good. Pt was discharged on 8/18/2000. The incident date, initially reported in error, has now been corrected to 8/2/00.

Event description:
The dr claims that during the procedure, the graft leaked blood from its suture line. The leakage was stopped by overstitching. The graft was left in. There was no injury or complication to the pt. Note: the incident date is unknown at this time. The pt's condition is unknown at this time. The incident was reported by the dr as part of a group with no definite dates given. In 2000, co learned the following: the graft was implanted for an ascending aortic aneurysm procedure, the suture used was a prolene 3.0/v26.